Manufacturer narrative:
(B)(4).

Event description:
It was reported, the advance 14 lp low profile balloon catheter burst during a "right leg runoff" procedure. Access was gained at the left groin. Upon reaching the target site, heavy calcification was noted. The device was inflated to 3-4 atmospheres of pressure when it ruptured. Another device was used to complete the procedure. Additional information for the sheath used during the procedure was requested, but could not be confirmed at this time. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation ¿ evaluation. A review of the dimensional verification, complaint history, device history record, instructions for use (IFU), manufacturing instructions, quality control, and a visual inspection and functional evaluation of the returned device were conducted during the investigation. The visual inspection of the returned device following inflation confirmed that the "rupture" reported by the customer was a pinhole leak. The leak was positioned slightly proximal to the proximal marker band. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted that there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.